Event description:
Pt underwent surgery to remove left upper lobectomy of the lung for cancerous lesion. During the procedure, the auto-stapler was fired and the pt began bleeding from the pulmonary artery. The physician felt that the stapler did not fire properly to provide hemostasis. The pt subsequently exsanguinated and expired.